Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "underinfusion". According to the customer: "reason of complaint: 1st bag 277 mls was started at 12.46 at rate 249.7ml/hr. It should have been finished at 1.45 approximately, but at 14.10 was still infusing. The bag was half full and volume reading on the pump was 348.8mls. Note: volume reading in status was at zero before infusion was commenced."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was investigated in our laboratory in melsungen: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact. No damage could be found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. The described infusion on 2021-05-28 was investigated. A space line was inserted and a rate of 249,7ml/h and a volume of 541ml was selected. The infusion started and few seconds later the infusion stopped because of a flow alarm. The alarm was confirmed, and the infusion continued. The infusion stopped 1 hour and 25 minutes later by the customer. At this time 348,88ml must be infused. No other abnormalities were found in the device history. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -1,69%. The infusion was done with the drip sensor. 2.6 the drop sensor was checked according to the technical safety check. No malfunction could be detected. 2.7 during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.